Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient's scs system did not provide effective therapy to his desired pain pattern. As a result, surgical intervention may be undertaken as the next course of action.